Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and crease flat. Microscopic analysis was performed which identified: crack opening on valve and striated opening on posterior. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.